Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an autofill failure that occurred. There was no indication of a leak and all connections were secured. A new iab pump (iabp) was utilized, but the failure reoccurred. The iab was scheduled to be replaced by the physician. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). Product status: the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an autofill failure that occurred. There was no indication of a leak and all connections were secured. A new iab pump (iabp) was utilized, but the failure reoccurred. The iab was scheduled to be replaced by the physician. There was no reported injury to the patient.